Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician ran several test cycles and was able to duplicate the reported event. The technician found the root cause of the reported event to be the s4 and s7 water valves. As the water valves were not operating properly, this allowed for steam to build up around the valves and exit through the jacket trap into the room resulting in the reported event. The customer has requested the unit to be removed from service until they decide to repair or replace the unit subject of the event. The unit was manufactured in 2010 and is approximately 9 years old. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their 16" century sterilizer. No report of injury.